Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. The patient described the area as red open sores. There was no alleged device malfunction contributing to the open wounds. It's unclear if the nurse who spoke with support services applied any cream or ointments to the open wounds. Reporting out of the abundance of caution. Patient reported that the irritation is getting better.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.